Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the account: there was no harm to the patient. There was no tissue damage. There was no blood loss.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: bariatric. According to the reporter: the needle has fallen out on these four devices during bariatric procedures with the surgeon. There was no injury to the patient. The patient status is fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was not used in a surgical procedure. One of the blades was found to be slightly bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition may be due to exposing the blades to an external force. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.